Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls and calibration were within acceptable ranges. There were no reports of instrument errors or other patients affected. The customer indicated that the initial testing was performed in a small sample container (ssc) cup due to the small sample volume. The customer also indicated that the sample in question was a short sample drawn in a lithium heparin tube without gel separator. The remaining sample was insufficient to perform repeat testing. The sample was centrifuged in a swing bucket stat spin for 3 minutes at 5188 revolutions per minute (rpms). A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the sample was not handled as per the tube manufacturer instructions. The sample was of limited quantity so it was processed in an ssc cup which has limited sample detect. If the ssc cup was not filled properly it may have caused the discordant result. The issue is consistent with a sample integrity. The customer acknowledged the potential for sample integrity issue for the sample in question and believes it to be the cause of the event. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (tni) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The sample was repeated using the alternate methodology, resulting lower. The patient was sent to an alternate facility where a new sample draw was obtained from the patient and was tested on a dimension vista instrument, resulting negative for cardiac troponin-I. The customer obtained the redrawn sample from the other facility and tested it on the dimension exl with lm instrument, also resulting lower. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni results.